Manufacturer narrative:
(B)(4). The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to following conclusions: during a da vinci assisted sigmoid colectomy procedure, the surgeon experienced inadequate sealing. No adverse event occurred as result of the reported issue and there was no allegation of an injury.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, the surgical staff noted that the vessel sealer instrument was inadequately sealing. The planned surgical procedure was completed using an alternative vessel sealer instrument and there was no report of any patient harm or adverse outcome. On (B)(6) 2015 intuitive surgical, inc. (Isi) received a call from the initial reporter and verified that the surgeon was using the vessel sealer instrument to seal a mesentery vessel when it was noticed that the instrument had inadequate seal, he stated that the sealing cycle was completed but yielded no tissue effect, audible tone was heard but no error message from the erbe generator. A second vessel sealer instrument was used to complete the planned da vinci assisted sigmoid colectomy procedure without incident.